Event description:
Acetabular liner difficult to seat and lock which had to be repositioned and surrounding soft tissue cleared.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding seating locking issues involving a trident 10 degree insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. No medical records or x-rays were made available for evaluation. Device history review indicates all devices accepted into final stock met specifications. Complaint history review. There have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
Acetabular liner difficult to seat and lock which had to be repositioned and surrounding soft tissue cleared.